Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with a bent sensor cannula. Customer stated that his body would tell him that his blood glucose level was above 400 mg/dl. In addition, customer stated that now with the insulin pump, his body gives him a feeling when his blood glucose level is 180 mg/dl. Customer also has an alert that tells him if he has a low blood glucose level. Customer reported that there were no issues with the insulin pump only the enlite sensor. Customer also reported that there was an issue with a difference in blood glucose readings and sensor glucose readings. Customer stated that the sensor glucose readings would be from 30 to 400 mg/dl and that there was a kink or bend in the sensor. Customer stated that once he changed out the sensor, it worked fine. Customer declined to troubleshoot. No additional information provided.